Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-aug-2018 with the following findings: the pump was returned with moisture behind the display lens. A visual inspection of the pump revealed the battery compartment was cracked on the side from the threads to the cover. A leak test revealed a battery compartment leak. The battery cap was not returned. A test cap was able to attach to the pump, however, the pump was unresponsive; there was no vibration, no audible and a blank display screen. The pump history was unable to be downloaded. Further testing was not able to be performed due to the unresponsive pump. The pump¿s cover was removed and moisture was observed to the power printed circuit board and other internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and a crack in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.